Event description:
End user called to report two months ago she broke out with a blistering rash under the mass. Rash was described as open; 360 degrees around stoma. Today, two open blisters remain at the 12 and 10 o'clock positions measuring approximately 2 inches. End user also reports being hospitalized two months ago for the treatment of the open blistering rash. She received IV antibiotics. She had granulomas removed from the stoma with silver nitrate. The antibiotics were discontinued upon discharge from the hospital. She is scheduled to be seen in an outpatient ostomy clinic.

Manufacturer narrative:
Based on the available information, this event could lead to a serious injury if the issue were to recur. According to the reporter, she cleans her skin with warm water only. She is not using soap. She is applying stomahesive powder on the open blisters and then spraying an unknown non sting protective barrier. The use of a stomahesive skin barrier under the wafer was recommended to the end user. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.